Event description:
Medtronic received information that a solitaire sfr4 stent was kinked and had resistance in the phenom21 catheter. All the accessories devices flushed as per instructions for use (IFU), solitaire deployed across the clot as per IFU, and done 3 passes to remove the clot, but it¿s not use no perfusion after 3 passes. After 3 passes the operator had noticed the kink on proximal portion on the solitaire, hence kept aside solitaire and tried with trevo stent but this time the m1, m2 open. After trying many attempts, they stopped the procedure with the flow in m1, m2. The resistance was during the delivery procedure. The resistance was in the proximal and middle section of the catheter. Vessel tortuosity was severe. The patient was being treated for an ischemic stroke in the left m1 location. Mrs: baseline 4. Mrs: procedure as per protocol. Nihss score: baseline 13. Nihss score: post procedure 5. Tici score: baseline 1. Tici score: post procedure 3. IV tpa was contraindicated. 3 passes were made with the device. Vessel tortuosity was severe. The parent vessel was the left internal carotid artery (ica). The parent vessel diameter was 4.18mm. The branch vessel diameter was 2.16mm. No patient injury or symptoms were reported. Ancillary devices: neuronmax sheath, red 68, traxcess guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: vis (m-78210), 203cm ruler (m-83361) ¿ as found condition: the solitaire x device was returned for analysis within a shipping box, an opened solitaire x outer carton (b704911), and an opened solitaire x inner pouch (b704911). ¿ damage location details: the solitaire x device was returned within its introducer sheath. No damages were found with the introducer sheath. The solitaire x pusher was found bent at ~5.5cm from the distal end. The marker coil was found pulled back from the stent proximal marker for ~0.87mm. The stent was found still attached to the pusher and in good condition. ¿ testing/analysis: the solitaire x device was pushed out from within its introducer sheath without issue. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿kink/damage¿ report was confirmed as the pusher was found kinked. However, the customer¿s ¿resistance¿ report could not be confirmed. The pusher can become damaged (kinked) and the marker coil can pull back if advanced against resistance. Possible causes of ¿resistance¿ include using an incompatible catheter, catheter damage, patient vessel tortuosity, or not maintaining a continuous flush. The phenom 21 catheter was not returned; therefore, an analysis could not be performed, and any contributing factors could not be assessed. The phenom 21 catheter is compatible with the solitaire x device. It is likely that the patient¿s ¿severe¿ vessel tortuosity contributed to the reported resistance. However, the cause of the resistance could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.